Event description:
Patient noted to be more awake, entered room to increase diprivan and found a large puddle of diprivan on the floor. Diprivan bottle nearly empty and still infusing via ivac but dripping noticed from bottom of ivac channel. Ivac opened and IV tubing found to be disconnected at connection of pump segment and safety clamp allowing diprivan to leak out the bottom of the channel. Tubing replaced. FDA safety report ID# (B)(4).